Manufacturer narrative:
Determination of root cause: assessment: a review for 3 months prior to the reported date showed no previous events of this type for this system. The territory manager verified that the bed was not operating reliably in the z direction. The front middle z motor sensor was adjusted. The bed was exercised 30 full cycles to verify that the operation was within specifications. Conclusion: based on analysis of this information, the root cause of this event was component related specifically the z motor. Problem was resolved following adjustment of the z motor sensor. (B) (4)

Event description:
Adverse event: interrupted procedure. Malfunction: bed control issue. A user facility reported the bed can move left/right but, intermittently, the bed will not move up/down. The patient's flap had been cut prior to the problem. The patient was moved from the bed and returned when the problem had been resolved. The site was able to finish the surgery and the patient's outcome was not affected.